Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour next ez meter was tested with the in-house contour next test strips from lot # 9gpeg09a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section as the customer's weight was not provided. The product details were not provided, therefore, lot #, model # and expiration date were not captured in section and device manufacture date could not be determined.

Event description:
An advocate reported that the customer obtained a blood glucose reading of 95 mg/dl on the contour next ez meter. The customer was vomiting, which is a symptom of hyperglycemia. The advocate took customer to an emergency room (ER) as she was feeling unwell. In the ER, a testing was performed with the physician's meter and a reading of 570 mg/dl was obtained. No further event details were provided. The customer was advised to return the product for evaluation. The advocate was offered replacement product, but she declined the offer.